Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, uterine bleeding, dyspareunia and normal baby. Concurrent conditions included ovarian cyst and endometriosis. Concomitant products included fluoxetine hydrochloride (fluoxetin). On (B)(6) 2011 the patient had essure inserted. In (B)(6) 2011 the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, dysmenorrhoea and fatigue was resolving and the anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: on right side 2 trailing coils visible in uterine cavity and left side 3 trailing coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pregnancy test on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record. Pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot number was added. Previously added event injury was replaced with events pelvic pain, psychological or psychiatric problems condition: depression and anxiety, dysmenorrhea (cramping), fatigue. Reporter information, patient demography, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, uterine bleeding, dyspareunia and parity. Concurrent conditions included ovarian cyst and endometriosis. Concomitant products included fluoxetine hydrochloride (fluoxetin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In june 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, dysmenorrhoea and fatigue was resolving and the anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue and pelvic pain to be related to essure. The reporter commented: on right side 2 trailing coils visible in uterine cavity and left side 3 trailing coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.